Event description:
On (B)(6) 2011 the patient's mom contacted animas alleging that the insulin pump would prime large amount of insulin during the load step of the priming process. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no allegation of harm or injury as a result of the reported issue. A replacement insulin pump was sent to the patient.

Manufacturer narrative:
(B)(4): during testing the pump load step did not detect the cartridge and pushed fluid out emitting a "no cartridge detected" warning. Evaluation revealed a damaged solder joint at the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.